Event description:
The drill (ar-1250lt) was broken in operation. The drill tip was in the cavitas glenoidalis, can't be taken out. The operation was a shoulder instability repair. The drill was used for 4 months, about 40 operations.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The complainant's event is typically caused by applying leverage force resulting in improper alignment that is not co-axial with the guide setup. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Disposition unknown.